Event description:
It was reported that the user experienced infusion site leakage with ilet therapy since onset of use with a recorded blood glucose of 300 mg/dl. The user stated that tubing was getting caught on objects and occasional cannula bending. Most recently, leakage occurred despite a straight cannula on a 23 in, 6 mm infusion set, and a trainer recommended switching to 23 in, 6 mm contact detach sets while a sample order was arranged. Investigation of this case revealed user-reported leakage and suspected infusion set or tubing issues consistent with site integrity or dislodgement concerns, with no device alarms reported. No clinical symptoms associated with hyperglycemia reported. Outcomes included temporary hyperglycemia without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.